Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-30413. It was reported that the patient experienced a cerebrospinal fluid (csf) leak during a lead replacement (related manufacturer reference numbers: 3006705815-2020-02455 and 3006705815-2020-02456). In turn, the patient's entire system was explanted. No products were implanted. The patient did not have any side effects post-operatively.